Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis nurse called to report moisture on the inside of the cassette door. During follow up the nurse reported upon removing the cassette, it was noticed that there was fluid/droplets of moisture along the inner wall of the cycler, behind where the cassette was located. The nurse could not confirm whether the leak occurred during setup or during the previous night's treatment. The nurse stated that the leak was not on the cassette. The set was discarded. No adverse events were reported. No changes to the patient's status were reported. No additional event complications were reported. The treatment was completed using an alternate cycler.